Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that there was a communication problem. The potential for overdischarge was reviewed. The manufacturer representative was trying to read the stimulator and it was showing that it could not find on the recharger. The patient did a four hour charge session two days ago. The pocket was warm during the session. The patient did not remember any boxes at the bottom of the screen of it or if they were filled in. The recharger stats were read and it was found that the previous sessions were showing zeros for everything. An antenna locate feature was performed and it showed a 60-90. The patient got a power on reset (por) on the recharger. The patient was able to clear the por using the programmer. The patient got 0 coupling boxes darkened. They sometimes charged with more darkened and after a while they looked down and saw that they had 0 darkened and could not get more than 0 on (B)(6) 2015. After using the antenna locate feature the patient was getting 6 boxes darkened. It was noted that the last time they felt stimulation was in february. That action resolved the reported issue. It was noted that the patient was able to successfully complete a reset and charge. If additional information is received, a follow-up report will be sent.